Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had low flows despite having the 2.0 low flow threshold. It was found that the flow would drop to 1.8 lpm when the patient would bend forward or slouch. The patient was hospitalized for a full checkup and a computed tomography (CT) scan found an intraluminal thrombus in the patient's outflow graft. Medication was adjusted and the low flow alarms resolved. The patient had no symptoms relating to the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through this evaluation as no images were submitted and the device remains in use. Review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6)2023 through (B)(6)2023. Two low flow alarms were captured on (B)(6)2023 and (B)(6)2023 at times when pulsatility index (pi) values were elevated. No other notable events were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. This IFU lists pump thrombosis as potential adverse events which may be associated with the use of heartmate 3 left ventricular assist system. This document also lists thromboembolism as a potential late postimplant complication. The IFU describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Following software upgrades, the hm3 lvas pocket guides to alarms for patients (document # (B)(4)., rev. A) and clinicians (document # (B)(4). Rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. The IFU instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, the IFU warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. The IFU provides information regarding the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. The patient handbook and the IFU both provide information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on handling emergencies is also provided in the patient handbook. No further information was provided. The manufacturer is closing the file on this event.